Event description:
It was reported that during a fluoro-guided left transpedicular biopsy of the l4 vertebral body of the patient, the biopsy needle broke, leaving approximately 7.5cm of the retained needle lodged in the patient and removal surgery was performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure on a patient, the trocar and the bone biopsy device (bbd) could not penetrate the bone due to a large sclerotic tumor. The bbd became lodged in the bone and the surgeon tried to toggle the bbd to dislodge it from the bone; however, the toggling scored the device and weakened it, causing it to break off in the pedicle. According to the report, a neurosurgeon performed a revision surgery the next day to remove the portion of the bbd that was sticking out of the pedicle. The device was cut so that only a small portion of the tip remains in the bone and it was cut flush with the pedicle. The patient is reportedly doing fine, and no symptoms or complications were reported. A fragment of the bbd tip remains in the pedicle.